Event description:
Patient was treated for deep vein thrombosis. The device was used for a cumulative operation time of 45 minutes in the popliteal and iliac veins on a clot of 45 cms. The patient experienced slight rigors, fever, chills, tachycardia of 130-140, decreased oxygen saturation and increased heart rate.